Manufacturer narrative:
H4: device manufacture date ¿ the lot was manufactured between january 21-22, 2023. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The user facility submitted medwatch mw5150812 for this event. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of exactamix 1000 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags were leaking from an unspecified location. All bags were discovered prior to delivery to the patient. There was no patient involvement. No additional information is available.